Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter passed the test cycle successfully with no issues. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter passed the test cycle successfully with no issues. The reason for return of the oil mist filter was not confirmed. The vacuum pump oil was not returned for functional evaluation. The assignable cause of the odor/smells issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer stated the unit was turned off and the room is well ventilated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.